Event description:
Report received of IV fluid leaking out of a clave port after it was accessed. The customer reports that the clinician withdrew air from the tubing set via the clave port. A 3cc syringe, without a needle was used. The tubing set was in use on a pump. After the syringe was removed from the clave port, IV fluid was noted to leak out of the port. The amount of leakage and type of IV solution infusing were unknown to the reporter. The tubing set was changed. Due to the pt's IV site being occluded, there was no report of the pt experiencing bleed back or blood loss. No report of adverse patient effect. Additional patient info was requested, but not further info was available.